Event description:
The customer reported to baxter (B)(4) of a dehp free sol admin set with inj site in which "the tube of a set (umc3320, lot 12a31v149) was leaking at the level of the injection site." The event was reported to have occurred during infusion of technitium. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. If additional information or samples become available, a follow-up report will be submitted.